Manufacturer narrative:
Failure event observed during analysis. A partial lead connector portion was returned in three segments. External insulation abrasion consistent with friction to another device was found at 1.3 cm to 2.4 cm from the distal end.

Event description:
This report is to advise of an event observed during analysis.